Event description:
(B)(6) 2013, newly implanted plate on distal right femur patient fell while at nursing home, fracturing above the existing plate. Plate explanted on (B)(6) 2013 and revised to a longer plate. There was no broken plate involved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.